Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that an aliquot rinse cycle was missed after a false transition error. Siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. Urgent medical device correction (umdc) (B)(4) was sent to customers in the united states in march 2016 and (B)(4) to all outside us dimension vista customers. The umdc and ufsn are entitled "dimension vista system may not perform aliquot probe rinse." The umdc and ufsn describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect.

Event description:
Discordant, falsely elevated urea nitrogen (bun), creatinine (cre2), and potassium (k) results were obtained on one patient sample tested on a dimension vista 500 instrument on (B)(6) 2016. The discordant results were reported to the physician, who called the patient and instructed them to go to the emergency room of a different facility to be redrawn on (B)(6) 2016. The redraw results from the alternate facility were normal and the physician notified the laboratory of the discordant results from the dimension vista 500. The laboratory repeated the original sample on the same instrument and an alternate dimension vista instrument and results were lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.